Event description:
Pre-treatment screening showed no edema, bp 110/60, hr 80, spo2 95% and lungs chronic bibasilar rales which is baseline, respiratory rate 18. Weight, bp, blood sugar stable. Thirty-five minutes into the pt's fourth treatment, pt had sudden run of svt. Therapist had pt cough to break this and it did. Pt then complaint of angina, therapy was stopped. Spo2 81%, bibasilar rales 2/3 up. O2 placed, nitro administered, EKG performed. Pt hospitalized for three days of diuretic therapy and monitoring.